Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Investigation summary: a device history record review was completed for provided material number 301035 and lot number 0079576. The review did not reveal any detected quality issues during the production process that could have contributed to this reported defect. To aid in the investigation, ten physical samples were received for evaluation by our quality team. A visual inspection was performed and no defects or imperfections were observed. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Root cause description: based on the investigation results, the sample received did not show the symptom reported by the customer and an exact cause for this incident could not be identified. Rationale: there are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time.

Event description:
It was reported that syringe 50ml ll bns was damaged. This occurred on 35 occasions. The following information was provided by the initial reporter: material no.: 301035, batch no.: 0079576. It was reported that barrel was damaged on 35 syringes.